Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneursym approximately 8 years ago. The original vessel morphology information is unknown. The current aneurysm and vessel morphology was reported as mildly tortuosit with mild calcification. Approximately 54 months post index procedure the patient had an iliac limb implanted for an unknown reason. It was reported that the patient was in for a routine follow up appointment 3 years post secondary procedure. It was reported that there was a distal type I endoleak due to disease progression. The type I endoelak was successfully repaired. No additional clinical sequelae were reported, and the patient is fine. (Reference MFR report#2953200-2011-01554).

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). (Disease progression of the iliac). Conclusions: (disease progression of the iliac).